Event description:
Endo-trachial tube fails balloon test. Balloon inflates but will not deflate; this test occurs prior to intubation. Anesthesia provider casted off the failed et tube and used another tube; intubation proceeded without incident.======================manufacturer response for cuffed trach tube murphy eye oral/nasal, (brand not provided) (per site reporter).======================continue to monitor; please send lot information on any other subsequent lot issues.